Manufacturer narrative:
(B)(4). The customer performed troubleshooting on the unit. The technician checked the device and found a liquid patch on the bottom row right side on the display. The touchscreen connector was reconnected. The 3 volt coin cell was changed, customer tried to perform the touch screen calibration but it is not responding. The front panel was cross checked with another front panel and it is working. The customer is planning on replacing the front panel assembly. The device was not yet returned for evaluation therefore no root cause cannot be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit touchscreen is not functioning. The customer confirmed that there is no patient involvement associate with this reported event.